Manufacturer narrative:
A patient lost effective therapy on one drg lead due to it having high impedances was reported to abbott. As a result, the lead was explanted and replaced to address the issue. The physician also added a lead to t11 to address the ineffective therapy. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient lost effective therapy on one drg slim tip lead due to it having high impedances on 2 contacts. In turn, the patient underwent surgical intervention on (B)(6) 2021 wherein the lead was explanted and replaced to address the issue. The physician also added a lead to t11 to address the ineffective therapy.